Manufacturer narrative:
B5: the patient recovered fourteen days prior to this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a laparoscopic hysterectomy wherein seprafilm was applied on the pelvic floor. Two days post operative the patient was diagnosed with peritonitis. Medical intervention was not reported. At the time of this report the patient had not recovered and remained in the outpatient department. No further information was available at the time of this report.